Event description:
It was report that an occlusion alarm occurred. The customer went to the emergency room (ER) with a blood glucose level of 535 mg/dl with trace ketones that were identified as life threatening by a health care provider. The customer attempted to self-treat with a manual dose injection but was treated intravenously with fluids of saline and insulin. The customer was released from the ER on the same day with issue resolved and no permanent damage. A systems check with tandem technical support verified the pump was functioning as intended, however, the customer reported using cold insulin which is considered of label per tandem user guide

Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.